Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels for 3 to 4 days. The customer stated that she was unsure whether the issue was related to the sensor, insulin pump or glucose meter. The customer's blood glucose was 600 mg/dl, but the customer observed that the insulin pump showed that the blood glucose was 300 mg/dl. The customer treated with a manual injection of 20 units of insulin. Customer complained of difficulty breathing. The customer was advised to remove and reinsert the reservoir and to run a manual prime with the current infusion set. A bent infusion set cannula was found. Customer noted that she adjusted the bolus and basal settings about 3 days prior to the call. The customer's blood glucose was 102 mg/dl, which lowered to 86 mg/dl. Customer reported that her condition improved with an infusion set change. Customer declined to perform the high pressure test. Customer was advised to change the entire set system and treat per doctor's instructions.